Event description:
It was reported the patient (B)(6) did not receive effective stimulation. Subsequently, the patient underwent surgical intervention on (B)(6) 2014, where the extension was explanted and replaced due to a connection issue with the lead. Follow-up information revealed the patient's therapy has not yet been regained. The patient will undergo additional surgery as the next course of action. Concomitant medical products: model 3608, scs ipg, implant date: unknown. Model 3159 (2), scs lead, implant date: unknown.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient's additional surgical intervention occurred. Please reference MFR. Report#: 1627487-2015-03034 and MFR. Report#: 1627487-2015-03035.